Event description:
It was reported the patient would like her scs system explanted due to constant pain at the ipg site that occurs regardless of stimulation being on or off. Surgical intervention is planned for a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.